Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchors and sutures on the device. The proximal anchor is in place and partially actuated. There is biological debris on the returned items. A functional assessment of the device found the proximal anchor secures the sutures when fully actuated. An image evaluation was performed and found the device with the anchor still at the tip with the sutures still on the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff repair surgery, one footprint ultra peek suture anchor 5.5 did not press the suture; after the internal anchors were properly placed, the 3.8 mm bone cone was used to create an opening and then the product was implanted. However, the suture tightening failed. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up on the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device with the anchor still at the tip with the sutures still on the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excesive force. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff repair surgery, one footprint ultra pk suture anchor 5.5 did not press the suture. The procedure was completed with a sn equivalent device. It is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report. Device has been requested for analysis, and an investigation has been opened to evaluate the reported event.